Manufacturer narrative:
(B)(4). (B)(6). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned and analyzed. No abnormalities were identified during visual inspection and all dimensions measured within specification limitations. The disconnect cap was connected to a test transfer set and an underwater pressure test was performed. No issues were noted during functional testing. The problem was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mis-spike occurred when attempt to connect the transfer set to the connector cover by clean flash. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.